Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached cut.

Event description:
It was reported during the implant procedure that the lead was not used due to low impedances. In addition, the physician reported "possible damage" to the lead during reposition attempts. The lead was not implanted. No patient complications have been reported as a result of this event.